Event description:
It was reported that loss of ventricular capture was noted on the device via a review of remote transmission. No intervention was made at this time, and no patient condition was reported.